Event description:
Customer reported a malfunction with code malf 9 and a fault ID of 0x20f1. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was advised to reset the pump, but did not have charging supplies at hand, and agreed to call back to perform the reset later. No additional outcome information was received regarding follow-up actions.